Event description:
The facility reports the bladder ruptured during patient use. The unit was filled with 5fu 5ml in 245ml normal saline. No medical intervention was needed and no adverse outcome resulted. No additional details were provided regarding this report.